Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's leg for longer than 48 hours.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The soft cannula was also observed to be stretched. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.